Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had premature battery depletion. The plan is to replace the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is approaching the indicator signifying the time for device replacement. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. Hybrid analysis revealed that the device was fully functional with nominal system current drain. There was no evidence of a high current drain condition. No hybrid anomalies or power on resets were observed. Battery analysis revealed that lithium plating breaches were found along the top edge of the anode separator in segment 2, adjacent to the exposed cathode tab. Plated lithium extended from the breached opening and touched the cathode tab. Based on this analysis, the premature battery depletion resulted from an internal lithium-plating short. If information is provided in the future, a supplemental report will be issued.